Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed creatinine while using the architect c16000 analyzer. The following data was provided. Sid (B)(6). First specimen initial 57 umol/l, repeat 200 umol/l, second specimen 200 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account and found a damaged cuvette wash nozzle [part 2-89267-01]. The damaged part was splashing liquid onto other cuvettes. The fse replaced the cuvette wash nozzle [part 2-89267-01] and performed a precision test with passing results. The replaced part was considered the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included complaint text review, a search for similar complaints, labeling review, device history review, and instrument service review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.